Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. Programming changes were discussed and no patient symptoms were reported. No further information was available.

Event description:
New information received reported that the patient was asymptomatic and no programming changes were made.